Event description:
A trilogy 100 ventilator was returned to a third party service center for service. There was no reported patient involvement. During the evaluation of the device at a third-party service center, visible foam particles were found, and the foam insulation was replaced to resolve the issue. Additionally, the display was not operational and therefore, unable to extract error logs. The third party service technician replaced the lcd display to address the issue. The error log was able to be extracted after the display replaced and no reportable error codes were found. Additionally, the rubber feet were missing and were replaced. The motor blower, flow sensor assembly, and tubing were replaced due to dust contamination. The pollen filter, removable air path foam, and inlet air path were replaced. The device passed all final testing. No further investigation is required.